Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a rise in lactate dehydrogenase (ldh) to 760 units per liter. No other symptoms were noted. Log files showed the pump power and flow were trending slightly negative. No other unusual events were noted. The patient underwent a heartmate ii to heartmate 3 exchange on (B)(6) 2022. Thrombus was reported to be suspected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be established through this evaluation. Additionally, the reported thrombus could not be confirmed as no product was returned. Multiple attempts were made to inquire about the return status of the pump; however, no product has been received at this time. If the pump is returned at a later date, this file will be reopened and updated with the product investigation. The submitted log file, which contained data from (B)(6) 2022 to (B)(6)2022, appeared to show the system operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists hemolysis and device thrombosis as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch, mw5109673, was received on 03jun2022 that stated: the patient's lactate dehydrogenase (ldh) had been uptrending. A computerized tomography (CT) scan and echocardiogram (echo) were performed and were unremarkable. There was still concern for pump thrombosis. The patient was taken to the operating room for a heartmate ii to heartmate 3 pump exchange. No further information was provided. The manufacturer is closing the file on this event.